Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak).

Event description:
Additional information was received stating the patient was treated with four valiant stent grafts which were extended distally resolving the distal type I endoleak. Per the film review the distal stent graft also contained large amounts of thrombus; approximately 25 percent occluded. Film review analysis: cta's from 2 years post-implant show that the talent stent grafts were implanted from distal to the lsa, extending to approximately 4-5 cm proximal to the celiac. Contrast is seen near the most distal stent graft; likely type ii. The distal stent graft od is 48 x 52cm; appears to be fully expanded (57mm lumen diameter). The reported distal type I endoleak could not be seen; however, with lack of stent graft apposition with the distal thoracic aorta, the taa was likely pressurized. The distal stent graft also contained large amounts of thrombus; approximately 25 percent occluded. Images at 2-years showed that the stent grafts have been extended distally (4 stent grafts) to just proximal to the celiac, where the od of the most distal stent graft was 24mm. No endoleak was seen. Earlier post-implant images were not returned; it is possible that disease progression may have contributed to the reported distal type I endoleak. Date of this report should have been (B)(6) 2012 in the initial 3500 a. Correction: date received by manufacturer should have been (B)(6) 2012 in the initial 3500 a.

Manufacturer narrative:
(B)(4). Method: film. Results, conclusion: anatomy related; disease progression, type ii endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment 6 cm diameter thoracic aortic aneurysm approxi mately four years ago. The proximal aorta was 29 mm in diameter and 91 mm in length. Distal aorta was 39 mm in diameter. Right and left iliac arteries were 9 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The aorta has mild tortuosity and thrombus is present. It was reported that the patient presented with a distal type I endoleak and a type ii endoleak two years after initial implant and was left uncorrected. No clinical sequelae were reported and the patient is fine.